Event description:
A malfunction on the pump was reported. The impact on the customer's blood glucose level was unknown as the caller declined to answer whether it exceeded 500 mg/dl. Customer support provided information to reset the pump and assisted the caller in doing so, with no recurrence of the malfunction code after the reset. The customer was instructed to call back if the issue recurs and was able to continue using the pump.